Manufacturer narrative:
Additional MFR narrative: according to the information received, the event seems to be a potential granulomatous reaction but has not been medically confirmed. Thus, the event described could be either delayed nodules or granulomas. In fact, nodules (including granulomas) are well known and documented reactions in the context of hyaluronic acid injections. Granulomas are delayed immune reactions of the body in response to the implant. They are generally medically treated without complications. Their etiology is varied, they can be linked to an immune response of the organism to the implant or to a bacterial infection and they can appear at a distance from the injection. Their risk of occurrence is increased in an infectious context. These reactions are mentioned in the instructions for use of teosayl products.

Event description:
This case occured outside of USA in slovakia . According to the information received on 22 dec. 2022, a patient was injected on (B)(6) 2022 with 1,2 ml of teosyal rha 4 (tpul-220721b0) in zygomatic arch with cannula. At the beginning of (B)(6) 2022, the patient received flu vaccine. Approximately 10 days after, the patient presented with swelling and stiffness on the treated area and under the eyes. Approximately 3 weeks after the vaccination, the patient presented with palpable small stiffness on the right side of the injected area. Minimal pain to palpation was also reported. The diagnosis from the injector was a supposed delayed granulomatous reaction after application of hyaluronic acid, potentially triggered by vaccination. From the (B)(6) 2022, the patient received the following treatment: corticosteroids (prednisone in the initial dose of 80 mg). Nsaid (ozzion 1x/day). Potassium chloride (kaldyum 1x/day). Following this medication, a reduction of swelling was observed but palpable nodules were still present on the treated area. As the patient has bee venom allergy, a local medical expert was contacted and recommended to dissolve the nodules with injectable glucocorticoid (diprophos, between 0,5 and 1ml to each nodule). A medical expert was also contacted by teoxane and recommanded to use hyaluronidase. On (B)(6) 2023, the injector treated the patient with a total of 1200 i.u. Of hyaluronidase (800 i.u. On right side and 600i.u. On the left side). Directly after treatment, the nodules were no longer palpable and according to the information received on 5 jan. 2023, corticosteroids will be gradually reduced until complete resolution of the event. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report